Event description:
It was reported that during the implant procedure after positioning the lead, the patient went into ventricular tachycardia. The device was programmed to a higher rate and the vt stopped after 15 minutes. The patients blood pressure decreased and the heart barely beat. Echo revealed blood in the pericardium due to perforation. The procedure was suspended and surgery was performed to remove the lead. The physician suspected perforation occurred due to movement inside the ventricle during the tachycardia episode. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.